Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a stone removal procedure on a (B)(6) male patient, while using the ntrap stone entrapment and extraction device the basket could not be retrieved with several wires detached after one try. As reported, no unintended part of the device remained inside the patient¿s body. There were no additional procedures required due to this occurrence. There were no adverse effects or consequences to the patient. Further clarification of the event and patient status has been requested but was not yet received at the time of this report.

Event description:
The procedure was completed with another ntrap stone entrapment and extraction device. The patient outcome is good.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. A visual examination noted the basket weave appeared ¿pulled on¿. There were broken wires found in the basket weave. The basket sheath was observed to be frayed in appearance. The device history record was reviewed and no non-conformances were noted. A review of complaint history revealed this is the only complaint that has been received associated with lot number 8148053. The instructions for use (IFU) advises: due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Note: when using laser or electrohydraulic lithotripsy, a gap of at least 1 cm should be maintained between the stone and the ntrap to prevent device damage. It may be necessary to gently advance the basket to release any remaining stone fragments prior to closing. It was reported that the basket of the device had several broken wires during use. Visual observation found that the basket had broken / frayed wires. Also found was damage to the distal end of the sheath. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.